Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the information from olympus korea, a foreign material was confirmed inside the nozzle of the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus korea there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the auxiliary water channel.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the foreign object came out from the auxiliary water channel of the subject device, and the auxiliary water channel was damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.